Manufacturer narrative:
The reported complaint of difficulty engaging a-setscrew during device change-out was confirmed. Analysis found that calcified blood and septum punch-outs were filling the a-setscrew inset. The calcified blood and punch-outs were making it difficult for the wrench to insert far enough into the inset to engage it to untighten the setscrew. With the substances removed from the setscrew inset a wrench could be fully inserted into the inset to engage it to tighten and untighten the setscrew. The punch-outs came from incorrect wrench insertions through the septum by the user of the wrench during the implant procedure. The blood came through the holes punched in the septum and filled the remainder of the inset on top of the punch-outs. The damage to the septum is related to the user of the wrench in the field.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a device change out. During the procedure, the torque wrench would not engage the atrial screw. The device was explanted and replaced. The patient was in stable condition.